Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The remaining portion of the device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during an open rotator cuff repair procedure, during suture passing, the surgeon noticed a piece of the scorpion needle, ar-13995n, was missing. He then proceeded to copiously irrigate the wound site and brought a c-arm in to search for the broken needle tip. No metal showed up on the x-ray so the case was completed and the wound was closed. It is unknown if the needle tip was fully retrieved from the patient.